Event description:
Asku

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead analyzed. There are two sets of setscrew marks on the is-1 pin. One set of setscrew marks on the is-1 pin is too proximal and the other is marginally too proximal. The lead was not fully inserted into the device.